Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent dislodgement resulting in permanent damage. Device issue: stent dislodgement. It was reported that an attempt was made to implant the stent in the circumflex with no pre-dilatation; however, the vessel was determined to be calcified. The stent delivery system (sds) was pulled back and it was noticed that the stent dislodged from the balloon, and was found in the internal iliac, where it remains. Pre-dilatation was preformed on the lesion and another company's stent was implanted. No additional event or patient information is available.

Manufacturer narrative:
.